Event description:
It was reported while using [brand name] blood leaked from the non-patient end of the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a red circle drawn to illustrate tubing leakage in the front and rear sample area of the device. Additionally, 30 retained samples were subjected to functional tests for tubing leakage. All samples passed testing, showing no evidence of tubing leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hole in product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using [brand name] blood leaked from the non-patient end of the device. No adverse impact was reported regarding the patient or user.